Event description:
A report was received that the patient experiencing pain at the pocket site. The patient underwent a revision procedure wherein the pocket was moved. The patient was doing well postoperatively.